Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production p/n ae05ml auto endo5 ml lot# 73d1900019, samples were functionally inspected, fired and the issue reported clips not loading properly was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip was loaded into the jaws properly, but the second clip came out at an angle, and got stuck in the middle. The user tried loading outside the patient's body with the third clip, but the clip got stuck in the applier. No clips fell in the patient.